Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-05671. On 08/28/2014, the patient underwent a permanent implant procedure. During the procedure, the doctor was unable to advance two (different model) leads due to the patient's anatomy. In turn, the procedure was abandoned. The procedure was extended over three hours.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.